Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device was received with minor scratched lcd window and missing the display window cover. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was unable to read the screen. The customer¿s blood glucose was 3 mmol/l. The customer was declined to troubleshooting. Customer stated that sticker on the screen was peeled off. Customer was treated low blood glucose with carbohydrates. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.